Event description:
It was reported that the ventilator's wheel was found defective. No more information was available. There was no patient harm reported. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that the ventilator's wheel was found defective. Ventilator was investigatd on-site by our field service engineer. According to service report the left side back-wheel was defective and needs to be replaced. No more information provided despite several requests. Root cause can not be established.

Event description:
Manufacturer's ref. #: (B)(4).